Event description:
At 0835 valleylab force fx sn#(B)(4) (asset #(B)(4)) malfunctioned with no power to bipolar forceps and smoke evac bovie pencil cord noted after multiple attempts by surgeon to utilize electrocautery. All cords including power cord and pedals checked for above valleylab unit with all cords and main power cord connected securely. The above valleylab unit immediately switched out. FDA safety report ID # (B)(4).